Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message . It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, downstream occlusion error, which was reproduced during evaluation caused by a failed downstream sensor. The downstream sensor was replaced.